Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found the fiber connector broken. The stm reran new fiber and replaced connector. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. Transport post for monitor, has a issue with the button. Made staff aware, and will complete a follow up repair if needed. The full name of the event site name is (B)(6) medical center flight for life.

Event description:
It was reported that the cardiosave intra- aortic balloon pump (iabp) had no fiber optic waveform. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.